Manufacturer narrative:
E1 - establishment name: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the camera head combined with a rigid scope, the coupler part could not be assembled correctly and caused a problem that distorted the image. The issue occurred during a therapeutic transurethral resection (tur) procedure. The procedure was completed with a similar device and a delay of several minutes. There were no reports of patient harm.